Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no capas that were confirmed in veeva to be associated. A non-conformance was identified as associated with this lot number; however, the failure being reported in the complaint (static - suture to mesh break) is not related to the issue identified in the non-conformance (dynamic anchor separation).

Event description:
According to the available information, the surgeon passed the anchor and gave it a slight tug as usual, and the suture broke off the anchor (static suture to mesh break). The failure resulted in a minor procedure delay to obtain another sling only. The second sling was implanted without any issues, and the patient was reportedly fine.

Event description:
According to the available information, the surgeon passed the anchor and gave it a slight tug as usual, and the suture broke off the anchor (static suture to mesh break). The failure resulted in a minor procedure delay to obtain another sling only. The second sling was implanted without any issues, and the patient was reportedly fine.

Manufacturer narrative:
An altis sling was returned for evaluation. Examination of the sling revealed the static anchor, suture and part of the mesh were detached and not returned. Microscopic examination of the mesh where the static anchor was attached revealed rough and irregular surfaces, indicating stress may have been exerted. The dynamic anchor and suture were still attached. Blood residue was noted on the mesh. The information received indicated the static anchor detached after the surgeon gave it a slight tug. Quality confirmed the detached static anchor. As the static anchor and suture were not received, it was concluded that the detachment of the static anchor most likely occurred while placing the anchor through the obturator membrane. Detail was not provided as if there were any issues that may have occurred prior to the detachment. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no capas that were confirmed in veeva to be associated. An nc was identified as associated with this lot number; however, the failure being reported in the complaint (static - suture to mesh break) is not related to the issue identified in the nc (dynamic anchor separation).